Manufacturer narrative:
The subject device was not returned to fujifilm's service facility. An employee of fujifilm conducted an inspection of the insertion section of the subject endoscope while onsite at the hospital, and no fault was found. The customer stated the injury was not caused by an endoscope malfunction, but rather concluded it was due to straightening of the intestinal tract with strong adhesion/twist by the physician. Due to existing japanese practices in connection with local filings, the specific name and location of the initial reporter, as well as the patient name are not available. This event is being reported in an abundance of caution. Although the subject scope model ei-530bt, used during this incident, is not a device that is marketed and sold in the u.s., model en-580t is a u.s. Model similar in design.

Event description:
On (B)(6) 2017, a perforation occurred when a short-type double balloon endoscope (model ei-580bt) was used in a patient with surgically altered gastrointestinal anatomy. The physician started using the scope around 11 o'clock. A double balloon erc for stone extraction purpose was performed for a patient with roux-en-y anatomy (residual stomach). Since the insertion of the scope was difficult due to the strong intestinal adhesion, physician a was replaced by physician b after a lapse of 1 hour. After the change, physician b tried to break through the y-shape portion and beyond. However, after 10 minutes, air was found on the x-ray image, and the procedure was stopped. Since the perforation is minor, the doctor speculated that it would not require a surgery. Treatment for the perforation using ileus tube was applied and completed. The doctor decided to make a follow-up observation.